Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used during a procedure to treat a lesion. It was reported that the 2.0 x 26mm onyx stent came off the catheter tip without being intentionally deployed. The wire and catheter was inserted and removed multiple times to try and get to the correct location. There is no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.